Manufacturer narrative:
Section d4 expiration date: unknown, as the lot number of the device was not provided. Section d4 UDI #: a complete UDI # is unknown as product lot number was not provided. A partial number has been provided section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported by the customer that a surgeon experienced a couple of posterior capsule breaks during a procedure and inquired whether there had been any changes to the manufacturing tip polishing process. Attempts were made to gather patient information however, no additional information was provided by the customer. This is two of two reports.